Event description:
A report was received via social media that during trial the patient had an infection at the lead site which caused a septic shock.

Manufacturer narrative:
Additional information was received that patient was hospitalized a week after implant for they had punctured the dural lining and spinal cord. The infection went into the spinal cord and all throughout the patients body. The patient was placed in antibiotics through peripherally inserted central catheter (PICC) line. No further information could be obtained. It is indicated that the device will-not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 02:14 pm CT.the report number is being corrected from: 3006630150-2018-62407to: 3006630150-2018-62030

Event description:
A report was received via social media that during trial the patient had an infection at the lead site which caused a septic shock.